Event description:
A patient reported experiencing inaccurate erratic results with an ot basic original meter. The patient's blood glucose results were 49mg/dl, 138mg/dl. Tests were done <10 minutes apart with a difference of 79mg/dl. Patient did not experience any adverse events. No further information has been reported.